Event description:
A journal article reported that the patient received a single inappropriate shock secondary to t-wave oversensing (twos). Attempts at adjusting the sensitivity did not curtail the finding of twos. An attempt was also made to reposition the pace/sense lead, and ultimately a location was found that yielded a stable r-wave. The device was explanted and replaced with a competitor device. The author stated that the change in manufacturer's device was based on the belief that the adjustable threshold start and decay delay could be optimized to reduce twos. However, two weeks later, the patient presented again with inappropriate shock secondary to twos, and a decline in r-waves. The patient was then implanted with left atrial and ventricular epicardial leads, and another new competitor device. The twos was programmed around, and the patient has since been free of twos and inappropriate shocks. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. M. Cohen, an unusual resolution of t-wave oversensing in an implantable cardioverter defibrillator in a child with long qt syndrome. J interv card electrophysiol, vol. 25, pp. 235-238. 2009.